Event description:
It was reported on a service report that the articulating head piece was broken and that the patient left siderail would not lock in the up position. No adverse consequences were alleged, and no injuries reported.